Manufacturer narrative:
(B)(4). The return of the incident generator has been requested but to date has not been rec'd for eval. The customer has indicated that the unit will not be returned for eval and was put back into use at the site. If the unit is rec'd for eval or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that a pt had a fatal heart attack during the procedure. The medical team performed a cardiac massage on the pt while using mechanical ventilation with oxygen. During the procedure, the pt was receiving cutaneous antisepsis with betadine for percutaneous drainage. It was reported that a flame appeared by the pt's thorax from an unk instrument. The flame was extinguished immediately, but the surgeon rec'd a burn, described as being minor, when he extinguished the flame. The oxygen was immediately cut off when the flame appeared and was extinguished with physiologic serum. The site indicates that flame was not contributory to the pt death and the pt suffered no harm from this occurrence. The unit was evaluated at the site and was put back into use.